Manufacturer narrative:
The insulin pump alarmed during the prime test due to flush/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during the prime process. Nothing further reported.